Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling during prime. Customer had disconnected to take a shower, then changed the set and noticed the keypad issue while priming. Blood glucose value was 85 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The insulin pump had a cracked case on display window corner, minor scratches on lcd window and cracked reservoir tube lip.